Manufacturer narrative:
A ge svc rep performed an onsite investigation and replaced the external video display cable assembly on the sys. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys had no video output and that the system's external video port was broken. No pt injury was reported.